Manufacturer narrative:
Plant investigation: the reported complaint was not confirmed as the complaint device was not returned for manufacturer evaluation. A production records review was performed on the reported lot. An investigation of the device history records (DHR) was conducted by the manufacturer. There was no indication of product nonacceptance, deviation, non-conformance, re-work, labeling or process control failure during the manufacturing process which could be associated with the reported event. The lot met all release criteria. A definitive conclusion regarding the complaint incident cannot be reached without physical examination of the actual device. Therefore, the complaint is not confirmed.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A user facility registered nurse (rn) reported that an external dialyzer blood leak occurred approximately two minutes into a patient¿s hemodialysis (hd) treatment. Blood was observed dripping down the outside of the dialyzer and onto the floor. The rn said the leak appeared to be coming from the top of the dialyzer, where the header cap screws onto the body of the dialyzer. According to the rn, it looked like the ¿sealant¿ or ¿filler¿ did not go all the way around the end of the dialyzer. The machine, a fresenius 2008t, did not alarm. Fresenius bloodlines were also being used. After the leak was identified, the treatment was halted. The patient¿s blood was not returned; estimated blood loss (ebl) was approximately 250 ml. The rn confirmed there was no patient injury, no adverse effects were experienced, and no medical intervention was required as a result of the reported event. The patient was able to complete treatment after being re-setup with new supplies on the same machine. The sample was not available to be returned for a manufacturer evaluation as it was reportedly discarded.